Manufacturer narrative:
This is one of two device reports associated with this event and this event is one of two events for the same patient. The other event for this patient is associated with MFR report numbers 1225714-2014-00371 and 1225714-2014-00372. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event, which is alleged to have been caused by the product administered for dialysis treatment.